Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported that during the prostate procedure, with 35,077 joules used and 7:09 minutes expended, the ¿fiber started firing out the end of the fiber and hitting the metal cap end causing it to go into standby¿. The tip (cap) of the fiber was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient or user injury was reported.